Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance with a supply change; the user applies a 23-inch, 6 mm infusion set, and troubleshooting and education were completed with no complications during the supply change. Symptoms included elevated blood glucose with alerts for high glucose over 90 minutes. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included a complaint review and user-guided troubleshooting during the call. Investigation of this case revealed no device malfunction identified and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.